Event description:
It was reported that the head end of the bed declined abruptly (approximately 50cm) due to a malfunctioned lift motor. The patient on the bed was reportedly "very scared and has psychological damages."

Manufacturer narrative:
Supplemental submitted to report that an inspection was said to have been performed by an unknown individual at santa casa de sao paulo. It was further reported that the technical assistance department has fixed the bed and it is back in service. Inspection was performed by an unknown individual at (B)(6).

Event description:
It was reported that the head end of the bed declined abruptly (approximately 50cm) due to a malfunctioned lift motor. The patient on the bed was reportedly "very scared and has psychological damages."